Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a missing segment and the top arrow and center buttons were harder to press. The customer reported that the display was dim and it was harder to read. The customer also reported that the insulin pump had insulin flow blocked alarms and the insulin pump was louder when rewinding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.